Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported that she had a high blood glucose of up to 475 mg/dl. The customer believed the insulin pump was not delivering insulin. Troubleshooting was performed to test the insulin pump. The drive support cap appeared normal. The customer stated, she forgot to fill the cannula dead space after removing the introducer needle. The customer stated, she did not program another prime after reconnecting and disconnecting instead of doing a prime into the air. The customer stated, the settings and alarm history were fine. The insulin pump was not exposed to any strong magnetic fields. The customer performed a displacement test and received a no reservoir notification and the correct information did not appear on the screen. The customer was advised to revert to manual injection. Nothing further was reported.